Event description:
It was reported by a customer complaint that the pt was hospitalized due to high blood glucose levels. The family's physician is questioning the functioning of the device and whether it was involved with alleged incident. The family will return the device for eval.